Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -16.00 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022 as a replacement lens to address excessive vault and elevated intraoculare pressure. It was reported that it resolved the problem but for status of the eye (sign/symptoms) the reporter stated "mild pigment dispersion and borderline iop improving-still on gtts". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.